Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event at 12:00 a.m., the patient started to undergo dialysis. The patient presented with chest tightness and shortness of breath 15 minutes after being on the machine. Physical examination showed: temperature 36.5°c, p82 beats/min, respiratory rate 22 beats/min, and bp 142/82 mmhg. After symptomatic treatment, the patient reported an improvement of symptoms. Priming was done, and the result was normal. There was no alarm/error code activated/displayed. There were no visible defects/damages found on the product at the time of the event. The device was replaced with a product from the same lot and ID, and the patient's dialysis was continued and successfully completed after four hours. The treatment continued after the reported product was replaced with the same lot number and ID. As an initial treatment, the patient received low-flow oxygen and dexamethasone 5 mg (milligram) via intravenous push as prescribed by the doctor. There was no blood loss and no blood transfusion performed. It was stated that the allergic reaction was mild and the patient was stable.